Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the distal end cover, bending section and in the insertion tube could not be identified. A definitive root cause of the issues could not be determined, however, the issue was likely the result of device reprocessing deviation from the IFU recommendations. The event can be detected/prevented by following the instructions for use sections below: gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection. Gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning, 3.5 manual cleaning olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to deformation of electrical-connector, endoscope cable cannot be connected securel. Due to deformation of nozzle, water removal ability does not meet the standard value. Nozzle is shaved and damaged. Objective lens has a chip. Light guide lens has a scratch. Plastic distal end cover is shaved and dirty. Adhesive on bending rubber is detached. Bending section rubber is dirty. Connecting tube has foreign objects. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to wear of angle wire, bending angle in left direction does not meet the standard value. Due to wear of angle wire, bending angle in right direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, the play of right/left knob is out of the standard value. Image guide protector has a cut. Control unit is dirty. Grip is dirty. Switch box is dirty. Scope connector is dirty. Protector of universal cord on control section side has a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the switch box on the gastrointestinal videoscope was physically deformed. The issue was found during maintenance. Inspection and testing of the returned device found the connecting tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.